Event description:
On september 28, 2010, a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to non-osseointegration. This is the second of four reports.